Event description:
It was reported that the surgeon found after all the set screws had been broken of that a rod was deviated from the l5 screw head and only got through the l4 screw head. The surgery was changed to an open procedure. The sales rep who observed the surgery did not recognize any problem with the surgical technique. Fusion was performed left side only.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.